Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient's blood glucose was 440 mg/dl. The patient experienced no delivery alarms. The patient has treated her high blood glucose events via manual insulin injection. Troubleshooting was initiated and there were no apparent anomalies with the insulin pump. The infusion set cannula was inspected and it was not bent. The patient was able to prime as well. The insulin pump was not returned for analysis at this time.